Event description:
It was reported that the patient presented with recurrent syncope. A lead replacement found that the lead was broken in two halves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments. Analysis found that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The lead conductor was fractured (in-vivo) at the lv4, 1st rib/clavicle and lv3, 1st rib clavicle. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.